Event description:
C-cc-lk - leakage; it was reported that there was saline leakage at the connection part. No patient complications were completed.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) flotrac kit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occured at flotrac housing male luer. Stress marks were evident around entire bonded stopcock female luer.